Event description:
It was reported that during an esphago-gastrotomy, the device delivered an incomplete staple line. Sutures were used to create the anastamosis. Operating time was extended by less than an hour. There was no adverse consequence to the patient.